Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time, post filter deployment, it was alleged that the filter was migrated, struts were faced upward, detached and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and four months later, filter retrieval procedure was attempted. The right jugular vein was accessed percutaneously using a micro puncture needle and guidewire. A stiff amplatz wire was advanced under fluoroscopic guidance into inferior vena cava. A long 11-french sheath was advanced into the suprarenal position and vena cavogram was performed which demonstrated no evidence of thrombus in the filter. The filter was kinked with the hook of the filter up against the wall, above the right lateral wall and several struts of the legs were faced upward. There was no evidence of fractures of the filter and it appeared that the filter legs were well incorporated. It was attempted to snare the hook of the filter but were unable to do so because the hook appeared to embed in the wall of the vena cava. After three months, computed tomography of abdomen and pelvis without contrast was performed, and result showed that two struts were fractured and extended superiorly and to the left protruded through the wall of the inferior vena cava, one approximately 0.50 cm and the other 1.12 cm. A third strut extended along inferior aspect of the left renal vein and protruded 0.92 cm beyond the wall below the distal left renal vein. Grade 2 perforation of 11 o'clock strut 0.43 cm. Several grade 1 perforations. There was a 13.70 degrees tilt in the coronal direction. No substantial sagittal tilt. Apex of the filter protruded approximately 2-3 mm through the right posterior wall of the inferior vena cava at the level of the right renal vein confluence. There was migration of the filter and the apex of filter was at the level of right renal vein confluence and slightly above the level of left renal vein confluence. No inferior vena cava stenosis or occlusions seen. At least two struts were fractured. Therefore, the investigation is confirmed for the alleged material deformation, filter limb detachment, filter migration, perforation of the inferior vena cava and retrieval difficulties.the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time, post filter deployment, it was alleged that the filter was migrated, struts were faced upward, detached and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.